Event description:
New information received notes that another instance of the malfunction was noted. Corrective programming changes were planned to be made at the patient's next scheduled visit.

Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended and were planned. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.